Event description:
It was reported patient underwent a shoulder hemiarthroplasty approximately fifteen years ago. Subsequently, patient was revised on an unknown date two months ago due to an infection. The humeral head was removed and a cement spacer was put in place.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Expiration date - unknown. Date implanted - unknown. Date explanted - unknown. Manufacture date - unknown. The product identification necessary to review manufacturing history was not provided. This report is number 2 of 2 mdrs filed for the same person (reference 1825034-2012-02393 / 02394).